Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately seven months post implant, the dates are incorrect and not in the correct chronological order on the cardiac compass of the implantable pulse generator (ipg). It was also reported that the right ventricular (rv) lead exhibited high capture threshold. Both the ipg and rv lead remain in use. No patient complications have been reported as a result of this event.